Manufacturer narrative:
The device history record review confirms that the device met material, assembly and performance specifications. Visual inspection of the returned device found that proximal rails of the device shaped section were damaged, the shaped section was bent and platinum wires that are woven into the shaped section were fractured. The damaged device could not be advanced through the microcatheter during functional test. All device measurements were found inside specification. Most likely, the cause of the device damage was the difficult advancement through the microcatheter during use and subsequently, damages to the device shaped section may caused the device could not be successfully advanced through the microcatheter. The device met manufacture specifications and was used in according to the labeling but due to procedural factors during use, the device was damaged and performance was limited. Therefore, an assignable cause of device damaged during use has been assigned to the event.

Event description:
Analysis of the returned device found that platinum wires of the shaped section were fractured. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(4)

Event description:
Analysis of the returned device found that platinum wires of the shaped section were fractured. There was no clinical consequence to the patient.